Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an unable to calibrate fiber optic sensor and a leak in iabp circuit alarm was generated. The patient was reported to be at a 15 degree angle, so they attempted lay the patient flat and they attempted an autofill but neither resolved the calibration issue. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy an unable to calibrate fiber optic sensor and a leak in iabp circuit alarm was generated. The patient was reported to be at a 15 degree angle, so they attempted lay the patient flat and they attempted an autofill but neither resolved the calibration issue. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4)..

Event description:
It was reported that during intra-aortic balloon (iab) therapy an unable to calibrate fiber optic sensor and a leak in iabp circuit alarm was generated. The patient was reported to be at a 15 degree angle, so they attempted lay the patient flat and they attempted an autofill but neither resolved the calibration issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing approximately 56.6cm from the iab tip. Product evaluation a sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and was unable to because the inner lumen was occluded. The technician was unable to clear the occlusion, however, evidence of dried blood was observed at the tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to duplicate the reported problems. It is difficult to determine when or how the kink on the catheter occurred. Although we did not repeat this event in the laboratory setting, a kink on the catheter can cause an alarm. A device and lot history record review was completed for the reported. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an unable to calibrate fiber optic sensor and a leak in iabp circuit alarm was generated. The patient was reported to be at a 15 degree angle, so they attempted lay the patient flat and they attempted an autofill but neither resolved the calibration issue. There was no reported injury to the patient.